Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message upon scanning the freestyle libre 2 sensor on the second day of wear. The customer was unable to obtain glucose scans, but did not experience any adverse symptoms at the time. The customer self-presented to his hcp who diagnosed him with hyperglycemia and received insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.